Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The line power cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there were sparks inside the power connector when connecting the system to an active power line. There was no patient present.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the cable failed visual inspection due to having torn insulation, which is likely to cause sparks when voltage is supplied. Also, the cable was cut in half. Unable to perform continuity test. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.